Event description:
A medtronic representative reported that the site was unable to remove the probe during a procedure because the egg handle would not fit on the awl/probe/tap (apt) driver. They put it directly on the probe to remove it. Tracking wasn't needed at this point because they were just backing it out of the pt. Surgeon completed the surgery with the use of the stealthstation s7 system. There was no impact on the pt outcome.

Manufacturer narrative:
Device manufacture date was not available at the time of this report. Investigation found that the driver accepts handle and instruments without issue. The rotation is normal. No problem found. Issue could not be duplicated. Replacement part shipped on 05/25/2011.